Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the generator backplane, controller board, video controller, and the interconnect cable. The system was tested and operates as intended.

Event description:
The customer reported that the 6800 system would not boot up. No patient injury was reported.